Manufacturer narrative:
This product has not been revised as originally reported. This product is still implanted and has not been removed. This report is considered closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Asr revision, asr xl acetabular system, reason for revision: unknown.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
Update 15 oct. 2015: reason for revision of left hip as alval / soft tissue reaction. Revision date for left hip is (B)(6) 2015. Added expiry dates for all products (right and left). Updated file handler details. Taken from claimsuite update 7 oct. 2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision. Asr xl acetabular system (left); asr xl acetabular system (right). Update: added products. Received: february 7th 2013. Update: advised which products belong to which side, amended revision and implant date. Received: february 20th 2013. Asr xl - right. Implanted on (B)(6) 2006. Revised on (B)(6) 2009. Products 1, 3, 5 and 7 belong to the right side. Asr xl - left. Implanted on (B)(6) 2007. Left side products are yet to be revised. Products 2, 4, 6 and 8 belong to the left side. Update- added hospital, taken from claimsuite dated 21st feb 2013. Surgeon confirmation form received 4th june 2014. Reasons for revision added for right side. Revision reasons for the right hip: pain, fluid collection around hip.